Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). Two (2) samples (one unused sample with original packaging and one used sample without packaging) were submitted to the manufacturer for evaluation. Through visual examination of the samples, it was observed that the distal backcheck valve of one of the samples was detached from the tubing with no signs of solvent located on the tubing end. The tubing was then observed under magnification, and it was confirmed that the solvent was not observed on the tubing or in the backcheck vale female luer. The other sample returned was observed with no defects during visual examination. Based on the investigation, the defect is confirmed. A review of the discrepancy management system (dsms) database was performed for the reported lot number and no abnormalities or non-conformances were noted during the in process or final product inspection. A one-year historical review was performed against the reported item number, and it should be noted that no other instances of this nature have been reported. The defect is a result of a failure in the production process; incidents of this nature are attributed to operator oversight during the solvent application process. An approved project is in place to further address issues with the solvent application process. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: brief inquiry description: broken blood tubing. Detailed inquiry description: at the end of the blood transfusion, nurse went to remove tubing to saline lock the IV. Tubing separated at the lowest port. No blood exposure to staff/patient. No injury reported.